Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance. Follow up with the customer confirmed that replacement of the external hard paddles resolved the issue. The biomed confirmed proper device operation through functional and performance testing and returned it to the customer for use. The removed external hard paddles were not returned to the physio-control for analysis. Therefore, further cause of the issue could not be determined.

Event description:
During an inspection, it was reported that the device displayed the "abnormal energy delivery" message and there was no energy output measured via the external hard paddles. There was no patient use associated with the event.